Event description:
I had a bilateral radical breast reduction/ reconstruction with free-nipple grafting at (B)(6). They closed about 30" inches of wound with prineo dermabond closure system (I'm pretty sure that was the name of the product that said they used) I believe I read that the studies showed it was contraindicated for widespread use on the torso. I had a severe allergic reaction to it a few days later. My entire torso was covered with hives. I was on steroids and decongestants for about two months. The hives were still subsiding for a few more months. I still get pain and discomfort around certain parts of the incision. I still feel like I constantly have an allergic situation going on in the way of post-nasal drip ever since the reaction. I've called three times and keep getting told someone will call me. Nobody has. Just one call and I was at work and she left a message and never called back later like the message stated.